Manufacturer narrative:
This report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives / data h3 other text : the device was not returned.

Event description:
It was reported that the patient was experiencing skin irritation from using the 72r electrodes with the spinalpak unit. The patient stated that her skin was very itchy and it made it difficult to sleep at night. The patient tried using the lt-4500 electrodes which caused an irritation on her skin as well. The patient contacted her doctor who advised her to discontinue using the spinalpak unit. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: spinalpak assembly - catalog #1067716 serial # (B)(4). Therapy date: unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation because the patient used all of the electrodes. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2019-00042. Device has not been returned.

Event description:
It was reported that the patient was experiencing skin irritation from using the 72r electrodes with the spinalpak unit. The patient stated that her skin was very itchy and it made it difficult to sleep at night. The patient tried using the lt-4500 electrodes which caused an irritation on her skin as well. The patient contacted her doctor who advised her to discontinue using the spinalpak unit. No additional patient consequences were reported.